Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the proximal section of lead was returned severed at 11 centimeters from is-1 terminal pin. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation with the returned portion of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriately stored episodes. It was also noted that there was loss of ventricular capture and intermittent low out of range pacing impedance measurements of less than 200 ohms for the rv lead. A fracture of the rv lead in the subclavian area was suspected. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded loss of capture and low impedance measurements. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Event description:
An electrogram strip was sent into boston scientific technical services (ts) for review. Upon review, in addition to the oversensing of noise, pacing inhibition was observed.